Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 16180086. UDI:(B)(4).

Event description:
It was reported that both of the patients leads had high impedances. The patient underwent a procedure wherein the leads were replaced. The patient was doing well postoperatively, and the explanted devices were not returned as they were kept by the medical facility.